Event description:
It was reported that a fracture resulting from a gun shot was being repaired by a trochanteric fixation nailing when the surgeon and surgical team lost traction on the leg, causing the guidewire to experience a lot of tension. The wire was subsequently aimed in a different direction than intended. A drill bit then broke within the nail and was retrieved. Another drill bit broke off inside the femoral head and part of it was left imbedded therein. This blocked the passage of the helical blade through the femoral head, so the surgeon opted for an antegrade nail instead. This added approximately one hour onto the total surgical time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.